Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 -year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5048 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, adenomyosis, uterine fibroid, low back pain, parity 4, multi gravida, left lower quadrant pain (pain: complains of pain in suprapubic area, right lower quadrant and left lower quadrant. Pain currently is 8 out of 10 on a pain scale.), right lower quadrant pain (pain: complains of pain in suprapubic area, right lower quadrant and left lower quadrant. Pain currently is 8 out of 10 on a pain scale.), tubal ligation, c-section, abdominal pain lower, ovarian cyst, hepatosplenomegaly, abdominal pain, pelvic adhesions and adenomyosis. Previously administered products included: adipex [fenofibrate]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5048 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Complications: none. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2022: received in formalin labeled with patient name and "uterus, cervix, bilateral fallopian tubes" and consists of a fragmented uterus (received in three parts) and two separate fallopian tubes. One detached fallopian tube measures 4 cm in length x 0.5 cm in diameter and the other measures 4.5 cm in length x 0.4 cm in diameter. One of the fragments consists of a tan-yellow possible circumscribed mass measuring 2.6 cm in greatest dimension. There is a surgical clip present along the base of the fallopian tube. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix: no pathologic alteration myometrium: weekly proliferative pattern endometrium with hormone effect negative for atypical hyperplasia and carcinoma fallopian tubes: paratubal cyst [smear cervix] on (B)(6) 2022: normal. [Ultrasound pelvis] on (B)(6) 2013: small endocervical fluid. Endometrial stripe is not well seen. Right ovarian cyst likely physiologic and can be followed to ensure resolution. Pregnancy status of this patient is unknown. Please correlate clinically and follow-up as appropriate. (B)(6) 2013 presenting complaints: patient states-lower abdominal pain, bilateral lower quadrants .two menstrual [ultrasound scan] on (B)(6) 2022: 10 week size uterus with a uterine fibroid and probable adenomyosis with a benign appearing endometrium and benign appearing adnexa she had a recent normal pap smear. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : surgical pathology report added. Medical history, reporter information updated. And rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5048 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.